Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('9 still birth after 24 weeks over 300 reported pregnancies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced stillbirth (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device ("9 still birth after 24 weeks over 300 reported pregnancies"). At the time of the report, the stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered pregnancy with contraceptive device and stillbirth to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment was done. Event stillbirth was marked as serious. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/right occlusion only\ migration of essure device location of device: endometrium'), fallopian tube perforation ('perforation (fallopian tube(s))'), ectopic pregnancy with contraceptive device ('ectopic ,birth ¿ complication') and embedded device ('migration of essure device location of device: endometrium') in a 30-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), anxiety ("mental anguish"), urinary tract infection ("uti,"), vaginal infection ("vag. Infect"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and bipolar disorder ("bipolar disorder"). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), headache ("headaches") and complication of device removal ("complications during removal surgery") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (unilateral), salpingectomy (unilateral)/tubal ligation and unilateral salpingectomy - right fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, fallopian tube perforation, ectopic pregnancy with contraceptive device, embedded device, anxiety, complication of device removal, vaginal haemorrhage, menorrhagia, depression and bipolar disorder outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, headache, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, bipolar disorder, complication of device removal, depression, device expulsion, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). Impression: status post essure wires inserted; the right fallopian tube is completely patent.; on (B)(6) 2013: impression: right essure wire projecting into the right side of the endometrial cavity, otherwise normal.. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received: reporters were added. Lot no. Was added. Patient's demographic was added. New events- abnormal bleeding (vaginal, menorrhagia), embedded device, depression, bipolar disorder were added & few events were updated from psyche injury to mental anguish, perforation nos to perforation (fallopian tube(s)), migration to migration of essure device location of device: endometrium. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.